Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation, imagery review and medical records received. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to b.7, h.6: device code, type of investigation, investigation findings and investigation conclusion. An addition was made to b.5. The event reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by an edwards proctor/imager. The following observations were made: there is mild halt at the right and left cusps, and there is calcium on all 3 cusps. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Based on the provided echocardiographic echo report, the patient's left ventricle demonstrates moderate dilation with has a moderately increased/dilated cavity. There is severe global left ventricular hypokinesis. The overall left ventricular systolic function was severely depressed, with an estimated left ventricular ejection fraction of approximately 20%. The transcatheter aortic valve prosthesis appears well seated with thickened leaflets and restricted motion. The mean transvalvular gradient is 33 mmhg. There was no mass or vegetation visualized. The presence of such findings were not seen, but it cannot be definitively excluded due to suboptimal image quality. There was trace aortic regurgitation that was noted. The echo revealed a tavr valve thickened with restricted leaflet opening and elevated gradients, consistent with severe prosthetic valve stenosis. The gradient measurements were (averaged due to the presence of atrial fibrillation and premature ventricular contractions) concerning for severe prosthetic valve stenosis. Ultrasound imaging was limited due to poor acoustic windows and an unfavorable body habitus. Further imaging review confirmed adequate valve expansion. The valve was positioned high, with a deployment ratio of 100a:0v. A small area at the left coronary cusp appeared to be located below the inflow of the valve. Mild hypoattenuated leaflet thickening (halt) was observed at both the right and left cusps. Calcification was present on all three cusps, which may have contributed to reduced leaflet mobility and ultimately valve dysfunction.

Manufacturer narrative:
Addition to b.5. Update to b.4, g.3, g.6 and h.2.

Event description:
From the provided echo report, the left ventricle has a moderately increased/dilated cavity. There is severe global left ventricular hypokinesis. The overall left ventricular systolic function is severely depressed. The left ventricular ejection fraction around 20%. The prosthesis is well seated with thickened leaflets and high gradient, with a mean gradient 33 mmhg. There was no mass/vegetation seen, but it cannot be fully exclude due to suboptimal image quality. There is trace aortic regurgitation. The impression revealed a tavr valve thickened with restricted leaflet opening and elevated gradients (averaged given atrial fibrillation and premature ventricular contractions) concerning for severe prosthetic valve stenosis. Ultrasound imaging was limited due to poor acoustic windows and an unfavorable body habitus.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years post transfemoral tavr procedure with a 26 mm sapien 3 or sapien 3 ultra valve, the patient presented with dyspnea and heart failure. The valve was failing due to stenosis and mild regurgitation. The mean/peak gradients prior to the intervention were reported to be greater than 50 mmhg. The patient underwent a valve-in-valve procedure. At the time of the procedure, the patient was in critical condition-intubated, on dialysis (though not in kidney failure), supported by a balloon pump, and had an ejection fraction of 35%. The thv device was successfully implanted, and the patient was reported to be in stable condition following the procedure. No central leak was observed. The initial reporter alleged that the edwards device used in the case was deficient. The specific nature of the deficiency was not detailed.